Event description:
The hospital reported that during a coronary artery bypass procedure, two heartstring iii seals deployed sideways. A replacement device was used to complete the procedure. The hospital did not report any pt effects. The products were returned for investigtion.

Manufacturer narrative:
Additional info: lot # 25043784; expiration date: 09/30/2012. Investigation results: device 1: the device showed no signs of clinical usage or evidence of blood. The delivery device was returned outside of the loading device. The green slide lock was unlocked. The white plunger was not depressed. The tension spring assembly was inside the delivery device tube. The seal was outside the tube but was anchored to the tension spring assembly. Based upon the evaluation results, the reported complaint was confirmed for failure to load rather than for the seal deploying sideways. Device 2: the device showed no signs of clinical usage or evidence of blood. The delivery device was returned outside of the loading device. The green slide lock was unlocked. The white plunger was not depressed. The tension spring assembly and seal were inside the body of the loading device. Based upon the evaluation results, the reported complaint was confirmed for failure to load rather than for the seal deploying sideways. Lot history record reviews were completed for the reported product lot numbers. There were no nonconformance issues(s) with these production lots. (B)(4).